Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacurer's ref# (B)(4).

Manufacturer narrative:
It has been reported that the ventilator's turbine has been found defective. The logs provided confirm a technical error indicating turbine module failure. The ventilator was investigated on site by our field service engineer and the blower module was replaced to resolve the issue and returned for further investigation. Simulated use testing of the returned turbine module could not reproduce the error. The turbine was tested in a ventilator with more than 10 days of ventilation without any error. Analysis of provided logs reveals that the ventilator failed during a pre-use check performed at date of event. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.